Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic esophagus procedure, when firing the tissue, the handle became hard and the knife became not able to advance. They noted that the reload was articulated the maximum while firing. The procedure was completed with another device. There was no patient injury.